Event description:
Patient is a (B)(6) male who presented with a malfunctioning riata 1580 ICD lead implanted in (B)(6) 2005. Suspected fractured distal coil was noted on pre-operative x-ray. This was confirmed after extraction. Procedure took place in or, prepping the patient per hrs guidelines. Md began procedure with a 14f glidelight laser sheath after locking the lead with a lld #2. The md was unable to advance laser sheath past the proximal coil. At that point, he decided to upsize to a 16f glidelight. Advancement was significantly better and progression was successful over the svc coil and into the atrium. At this point, the fractured coil was more noticeable under fluoroscopy. At this point there was steady drop in the patient's abp was noted. Tee identified effusion and md immediately decided to perform an emergent sternotomy. Time to intervention was about a minute or less. Physician identified about a quarter-size hole in the upper right atrium under the svc, proximal to the abrasion. Patient was placed on bypass and the perforation was quickly fixed utilizing a pericardial patch. The lead was removed while chest was open. The lead abrasion was noted in between the 2 coils when lead was removed. The svc was not involved in the injury, only the right, upper portion of the atrium. Significant fibrosis around coils was identified as was inside out abrasion. Patient did extremely well during the procedure and has since recovered and has been discharged from the hospital.

Manufacturer narrative:
Device was discarded after use.